Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During the device analysis, the field service engineer identified that the device exhibited corrosion around the adhesive on the light guide and objective lenses. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the investigation results, olympus confirmed corrosion on the device, which was most likely attributed to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.